Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed an infection. The ipg system was removed and was replaced by a leadless implantable pulse generator (ipg).  No further patient complications have been reported as a result of this event